Manufacturer narrative:
This supplemental report is being submitted to report the investigation results. We are not able to determine a definitive root cause for the reported failure. This phenomenon is likely to have been caused by connector board malfunction or ccd-u failure due to some kind of impact applied to the camera head. The device history review showed a manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues.

Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was confirmed. The device was visually inspected and found there is no display on the device. There was no picture due to a faulty cable unit. There is a cut on the cable which caused the unit to fail the water leak test. The listed parts were replaced. The device was returned to full functionality and returned to the user facility.

Event description:
The user facility reported that the device has an image issue. The picture image does not appear at all. There was no patient involvement. No additional information was provided.